Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away a week and a half after being involved in a car accident. It was noted that after the accident, the patient had a broken clavicle, had been vomiting, was dehydrated and their intestines were not moving right. The patient's spouse alleged that the implantable cardioverter defibrillator (ICD) system did not function; it did not provide pacing or defibrillation therapy.